Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet bionic pancreas after previously performing manual insulin injections in addition to ilet therapy, then discontinuing those manual injections and reporting low amounts of correctional insulin from the system; a fingerstick measured 345 mg/dl, and the user was guided through ilet setup including date/time, and continuous glucose monitor (cgm) pairing with libre 3 plus. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.